Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that indeed a foreign body is visible between the vinyl shrink wrap and the carton packaging, most likely it is a hair. Inspection of the received information/evidences are done or will be done, in the proceedings of the non-conformity. Based on investigation, the root cause was attributed to a manufacturing issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "during inbound processing, it was noticed hair under the shrink wrap."